Event description:
While setting up a dopamine infusion, prior to connection to the pt, the nurse noticed that the medication was free-flowing, even though the door of the pump was closed. The pump was not yet turned on. The pump was taken to biomedical engineering and the failure was reproduced. Upon turning the pump on, an error code 22 was displayed. The technician felt the error code indicated damage due to dropping. Upon inspection it was found that the mounting for the motor mechanism for pumping had been broken. Therefore, when the pump was loaded and the door closed, the motor mechanism was pushed back, and the tubing was not occluded. The error code would not have allowed the pump to function in the normal mode.